Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was relocated. During the procedure, it was determined that the ipg was flipped or turned upside down. The patient was doing well postoperatively.